Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Pt called back stating they got a new recharger (rtm) and this morning when they plugged it into the controller they got the same message they had been getting which was battery low replace the controller battery soon. Patient called back reporting that they received the replacement controller but that there was no battery pack. Patient stated that they thought they were going to be sent a battery pack due to the battery low replace controller battery soon message they had been getting. Agent reviewed the controller replacement process and verified that the patient still had their previous controller and battery pack; patient verified.

Manufacturer narrative:
H3: product ID 97755 lot# serial# (B)(6) was returned for analysis and found there was a recharger antenna failure: stuck in passive recharge mode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller reported issues while charging their implant. Caller reported that for at least a month they had been seeing a message on their controller that said batteries low, replace controller batteries soon; caller confirmed this message would appear while recharger was plugged in. Caller stated that the controller is fully charged when they see this message. Caller added that they had noticed that the recharger occasionally gets a little warm / hot while charging the implant and reported that they wear a thin t-shirt so that it "doesn't get too hot" on their skin. Caller also stated the recharger has a hard time locating ins and they have to "wiggle it around." Walked caller through a controller reset and caller confirmed controller was 90% and ins 100%. Caller reported no visible damage to the recharger. Caller connected the recharger and screen displayed poor recharge quality. The issue was not resolved. An email was sent to the repair department to replace the recharger.